Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent over-sensing noise and was noted with non-physiologic ev ents. It was also reported that the right atrial (ra) lead exhibited possible over-sensing with noise. The leads remain in use. No patient complications have been reported as a result of this event.